Manufacturer narrative:
D4: expiration date and h4: manufacture date is unknown; no information is available based on reported lot number. D4: UDI and g4: 510k are unknown. No product information has been provided. No product sample was received; therefore, visual and functional testing could not be performed. As no list number or lot number was provided, no review of manufacturing records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the user noticed swelling and hard knots under the skin with her infusion sets. The operator of the device was a lay user. There was no patient injury. The issue was resolved.